Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a split cannula. The customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 240 mg/dl. The insulin pump alarmed change sensor. The customer's blood glucose level dropped to 30 mg/dl. She treated her blood glucose level with 125 grams of carbohydrates. The customer was advised that the device would be replaced and agreed to return the product for analysis.